Event description:
An air leak was detected on the patient who was mechanically ventilated. The cuff pressure was checked and found to be fully deflated. A damaged area was found on the pilot balloon. The et tube was replaced. The et tube holder was the type with the integrated bite block. The damaged area correlated to the distal end of the bite block.